Event description:
Caller reported a malfunction on pump during cartridge change. There was no reported impact to customer¿s blood glucose level. Technical support assisted with resetting pump, and caller was advised to continue use and contact support if malfunction recurs.